Event description:
It was reported that the user experienced hyperglycemia after changing the insulin cartridge and infusion set, with a fingerstick of 532 mg/dl and cgm readings reporting ¿high,¿ and the removed infusion set showed a bent cannula; subsequent site change, tubing priming verification, and cannula fill were performed, and pump delivery was functionally verified with visible drops from tubing. Investigation included customer interview, review of device data, and functional checks performed with the user. Further investigation of this case revealed evidence consistent with reduced or interrupted insulin delivery likely related to a bent cannula on the initial set, with no device malfunction confirmed during troubleshooting. There was no user reported clinical symptoms other than elevated blood glucose consistent with hyperglycemia. Outcomes included no injury and no medical intervention or hospitalization, with blood glucose trending down over time and returning to range later that day. It was concluded that, based on previously established findings for similar reports, hyperglycemia occurred with cause not fully determined, with user education and troubleshooting completed and insulin therapy resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.